Event description:
The initial reporter forwarded a copy of a letter to shiley that was received from a physician who reported an alleged fracture of a patient's bjork-shiley convexo-concave mitral heart valve. According to a translation of the medical records subsequently received from the physician, the pt presented in cardiogenic shock and was "brought into the operating room in a critical hemodynamic state". The pt had open heart surgery. According to the translation of the medical records, during surgery, the mitral valve leaflet was visualized "hanging completely loose." The strut could not be located. The valve was replaced. However, the patient's heart had "no contractility" and the heart-lung machine could not be removed. The pt subsequently expired.